Event description:
It was reported that there was a loss of therapy. The loss of stimulation/therapeutic effect was sudden and the action required as a result was a replacement. Impedance testing was done, no impedances were found out of range. The patient had experienced a loss of benefit on several occasions; in (B)(6) 2014 stimulation had stopped working for a short period of time, approximately 2 hours, then most recently in the first part of december prior to the date of this report between elective replacement indicator (eri) and end of service (eos) the benefit of stimulation had dropped off and come back twice. The patient was alive with no injury. Patient symptoms had included less than 50% therapy relief at the left side implant. Battery depletion was considered standard depletion. The device was replaced, both old and new printout showed the same lower impedances which was indicative of a possible short in the extension or lead. The patient was not in cycling mode. The patient was now receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomalies; the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v319140, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.